Event description:
Needle broke off into abdomen, injection site red and hot. A patient, who was introduced to novofine 30 disposable needles in 2000 for type ii diabetes, experienced heat and redness at the injection site after the tip of novofine 30 needle broke off into the skin on the abdomen in 2003. The patient reported that while administering the 85 iu evening dose of humalog mix insulin with a humalog mix 75/25 pen and a novofine 30 needle, the needle broke off from the hub into the skin. Pt called emergency medical services who attempted to remove the needle, but they were unable to do so. The patient was then taken to the emergency room where they underwent an ultasound, which confirmed that the needle tip was lodged in the subcutaneous tissue of the abdomen. Patient did not receive any further treatment. The needle tip remains in the abdomen at this time and patient reported that the area where the needle broke off is red and hot. The patient does not have a fever. On the next day patient administered the morning injecting of insulin with a novofine 30 needle and they did not experience any difficulty. Patient does not reuse the novofine disposable needles and did not have any problems with them prior to this event.